Manufacturer narrative:
This device was returned without its original packaging. Visual inspection as received condition found minor scratches, tiny dents on the distal tip and biomaterial inside the handle consistent with use. However, no other physical impact on the distal tip. The instrument is free of corrosion. Shaft is straight. The handle is firmly attached to the shaft, no looseness, no breakage or missing fragment. The reported complaint could not be determined since customer did not send in their trocar tube and sealing cap that had been used with the device. Also, the test instruments such as trocar tube wa58169s and sealing cap a5858 are not available in house at time of evaluation; therefore, the fitting could not be verified. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available. This report has also been submitted on importer medwatch report # 24903-2023-00112.

Event description:
The customer reported to olympus that during a therapeutic thoracic surgery, this laparoscopic trocar blade came apart and fell into the patient's chest cavity. The obturator was retrieved from the patient. The procedure was completed. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, the cause of the reported event is likely due to wear and tear of the device. However, it remains unclear if damage can be traced back to wear and tear only, or if mechanical force (impact, drop, etc.) Was applied to the device. This supplemental report includes a correction to d4 and e3 from the initial medwatch. Olympus will continue to monitor field performance for this device.